Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the likely cause of the reported event is due to the device handling during the reported procedure. Further investigation also presumed the distal cover was broken by chemical attack because chemical such as anti-fog agent adhered to it. Therefore, the distal cover was easy to come off or the distal cover was easy to come off because it was not attached on the device firmly. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: detection methods are written in operation manual chapter 4, 4.1. Prevention measures are written in operation manual chapter 3, 3.5. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the following field: h6 component code.

Manufacturer narrative:
To date the subject device has not been returned. However, the investigation is still in progress. Should additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
The territory manager reported on behalf of the customer that the technician at the user facility applied the single use distal end cover (maj-2315) onto the evis exera iii duodeno-videoscope and the cover was sliding off. The reported problem was found during preparation for use. No death or injury and no impact to patient or other has been reported. Related patient identifier: (B)(6).